Manufacturer narrative:
No complaint was received with the return of the device. The partial lead was returned in two pieces. Final analysis found that the external insulation was abraded at 1.0cm to 2.1cm from the cut end of the partial lead and 14.0cm to 14.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Internal insulation was abraded at 7.1cm to 8.6cm from the cut end of the partial lead.

Event description:
This report is to advise of an event observed during analysis.